Event description:
It was reported that during a da vinci-assisted prostatectomy - simple surgical procedure, the optics were working but the 30° endoscope was not recognized. The procedure was completed using a backup endoscope with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30° endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported problem. Failure analysis found the camera instrument adapter (aea) missing. The desiccant container was damaged with loose desiccant balls. No images or videos were submitted for review. A review of the device logs for the 30° endoscope (pn# :470027-64, sn#: (B)(4)) confirmed the endoscope was last used on (B)(6) 2022 on system sk3475. This complaint is reportable due to the following conclusion: the xi endoscope was found with a missing camera instrument adapter (aea) component. A dislodged camera adapter and/or missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.